Event description:
It was reported that an open hole near the guide wire exit hole occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used. An intravascular ultrasound (ivus) was then performed after performing lesion dilatation. During catheter withdrawal, resistance was felt. The physician then strongly pulled out the device. It was then noted that the guide wire exit hole was slightly lifted up and there was a hole near the guide wire exit hole. The procedure was then completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Evaluation of the returned device revealed that there was no damage observed on the distal tip or guidewire exit port assembly. No kinks were observed along the length of the catheter. No other visual damages were encountered upon visual inspection. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that an open hole near the guide wire exit hole occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used. An intravascular ultrasound (ivus) was then performed after performing lesion dilatation. During catheter withdrawal, resistance was felt. The physician then strongly pulled out the device. It was then noted that the guide wire exit hole was slightly lifted up and there was a hole near the guide wire exit hole. The procedure was then completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(B)(4).